Manufacturer narrative:
Patient information was not made available from the site. Medtronic technical services representative advised that navigating within a 2 millimeters is within accuracy specifications. - no parts were replaced. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred while navigating in the sphenoid. No specific measurement, or direction, of the alleged inaccuracy was provided, however, is was noted a few millimeters. In trouble-shooting, the medtronic representative performed numerous registrations (tracer, pointmerge, 3 point) on a resin head and deemed being inaccurate by approximately 2 millimeters while navigating posterior. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome reported.

Manufacturer narrative:
The exams used in the procedure were received and evaluated by medtronic personnel. Evaluation found that the tracer pattern used was improper and the probable cause of the anomaly was use error. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.